Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of levophed, the channel spontaneously stopped working displaying "channel error" message. The channel was swapped out for another channel. Customer biomed reviewed the event and error logs of the pump as well as completed a visual inspection. Event and error logs correspond exactly with reported. Upon inspection, biomed found the pressure sensor (bottle side) to be faulty as it was stuck at ~5v voltage. No visual damage to the unit. Powering on the unit in clinical mode did not result in any errors. To test the sensors, biomed performed the analog sensors test via the alaris software. Initial voltages of both the bottle sensor and patient sensor were normal. However, when applying pressure to the bottle sensor and then releasing pressure, the voltage level increased to ~5v (correct function) but did not decrease back to nominal levels (~0.9v) upon release of pressure. The pressure sensor being faulty by getting "stuck" at ~5v was confirmed by customer biomed as the root cause. Biomed changed pressure sensor and completed yearly preventive maintenance (pm). There was patient involvement however no patient harm. A report was received from health canada's canada vigilance program which states "channel error message on pump levophed infusing in affected channel, working well, then spontaneously stopped working displaying channel error message. "